Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) noted blood visible on the hub, shaft, balloon stent implant and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen. This is consistent with preparation and the sds advanced into the patient anatomy. There were several kinks and bends noted to the sds. Since this damage was not reported in the incident information, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The patient anatomy was heavily tortuous and calcified which likely contributed to the reported failure to advance. Analysis noted the stent implant had dislodged proximally from the balloon and was located on the shaft. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Since this damage was not reported in the incident information, the stent dislodgement may have occurred during the procedure due to an interaction with the heavily calcified lesion or during packaging, handling and return to abbott vascular for analysis. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the noted stent dislodgement could not be determined; however the failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the target lesion was the distal circumflex with heavy calcification and heavy tortuosity. The mini vision did not cross. Plain old balloon angioplasty (poba) was the only treatment for the lesion. There was no significant delay in the procedure reported. No patient effects were reported. No additional information was provided. Device analysis revealed that the stent implant was dislodged proximal to the balloon.